Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer lok¿ syringe had scratches on the barrel before use and "melted plastic" at the luer lock tip connection. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "bd 20ml syringe has scratches on side and what appears to be melted plastic at the luer lock connection. Product 303310".

Manufacturer narrative:
H.6. Investigation summary: one sample received for investigation. Upon observation, samples shows bumps and scratches on barrel/flange. Additionally, sample was evaluated for defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finish product . The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause, when there is an excess of product in the assembled syringe hopper, there is a risk of the product rubbing against the elevator guards causing wear and possible generation of burr in the product. As corrective action, the elevator guard will be raised to the maximum height of the hopper guard. Analysis of the level of acceptance cannot be carried out because the client does not provide the number of the batch of the product to know the number of manufactured parts. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd luer lok¿ syringe had scratches on the barrel before use and "melted plastic" at the luer lock tip connection. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "bd 20ml syringe has scratches on side and what appears to be melted plastic at the luer lock connection. Product 303310".